Event description:
It was reported by service report that the left side rail was not able to latch in the raised position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.